Manufacturer narrative:
Manufacturer's report date: 03/12/2014. (B)(4). No product will be returned per the customer. The customer complaint of battery failure could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified. Reference manufacturer's report number: 2016493-2014-00131, (B)(4).

Event description:
Cascading battery alarms occurred with two different devices during the same patient event in which the patient eventually expired. Both devices alarmed for "battery life less than 30 minutes", followed within minutes by "battery life less than 5 minutes" and then "low battery" after which the devices shut down. Reportedly all these alarms occurred within a 5 minute timespan during multiple repeated efforts to resuscitate the patient who had been very unstable during emergency transport. The physicians concluded that the battery failures did not cause or contribute to the patient's demise. Details were reported as follows: the patient had initially been admitted to a different hospital in cardiac arrest and after resuscitation, suffered a second arrest. The patient was then transferred by life flight to (B)(6) where they were taken directly to the cardiac ICU. The patient had required ongoing resuscitation efforts while en route. Patient did not have a rhythm and did not stabilize. Both devices had been unplugged due to transport and were not plugged in on arrival. When the batteries failed, the devices were switched out. Eventually a cardiac rhythm was restored but within minutes the patient arrested again and expired. The batteries in the two pcus were 2.5 years old. Biomed duplicated the reported sequence. Biomed charged the batteries overnight, then powered up the device and did not get a "replace battery" screen. Biomed started a test infusion and unplugged the device from ac. The display gave an estimated run time of 2.0 to 3.5 hours. Within a couple of minutes, the system alarmed for battery less than 30 minutes, a couple of minutes later for battery 5 minutes and then a couple of minutes later alarmed for low battery shutdown. It was explained to the customer how the battery functions in the device. The customer understands that once a battery deteriorates to 80 percent of rated capacity, the battery will start to deteriorate at a much faster rate and can break down rapidly in such a way that the software in normal mode may not detect it. The customer will re-evaluate their battery maintenance cycle and change frequency.